Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height: 172cm., body mass index (bmi) 24.7kg/m2.

Event description:
A patient in a study underwent a da vinci assisted bilateral (salpingo-)oophorectomy with concomitant omentectomy surgical procedure. Thirty-four days after discharge, the patient reported post-discharge wound healing complications at two of the da vinci wound sites. It was clarified that the general practitioner (gp) is assisting with wound care by applying dressings. There was no report of re-hospitalization or the need for additional intervention. The event is ongoing. The index procedure was completed without intra-operative complications or da vinci device malfunctions. Discharge occurred two days later. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade I, possibly related to the study procedure, but not related to the patient's underlying disease status, not related to the da vinci investigational device and not related to a third-party device.